Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary finding of yaw pulley thermal damage exposed electrode to be related to the customer reported complaint. The instrument was found to have thermal damage with an exposed electrode on the yaw pulley. The instrument's conductor wire was not damaged. The instrument passed an electrical continuity test. The complaint regarding thermal damage was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage on the maryland bipolar forceps, an investigation is in progress. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the maryland bipolar forceps exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the maryland bipolar forceps was being assessed during central reprocessing and the customer noticed signs of thermal spreading or burns to the instrument's insulation. There was no report of patient harm. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noticed during inspection/washing and confirmed post wash cycle. A routine inspection was conducted prior to reprocessing but it was difficult to differentiate between dirty and damaged. The damage was confirmed once the maryland bipolar forceps was cleaned. It was unknown if the maryland bipolar forceps was inspected prior to use in the previous procedure, but after completion of procedure it was sent for reprocessing. It was unknown if there were any collisions with other instruments during the procedure. There was no arcing observed during the case. Patient demographics are not available.